Event description:
Boston scientific received information that the patient with an implantable cardioverter defibrillator (ICD) received two shocks due to noise being oversensed on right ventricular (rv) rate/sense channel. When the patient was being seen in the clinic for device interrogation, multiple non-sustained episodes were noted and a high out-of-range (oor) impedance measurement of 2,400 ohms was reported. The field representative indicated that header and lead connections appeared intact under fluoroscopy however a significant amount of calcification around the lead tip was observed. The physician cut the lead at yoke and capped the remaining portion. Additional information indicated that the cause was undetermined. The rv lead was partially abandoned while the ICD was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.